Manufacturer narrative:
The patient had an unrelated surgery, and the device was placed in surgery mode. Patient has been unable to connect since the surgery. An ipg replacement surgery has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure in (B)(6) 2024 where the device was placed in surgery mode, the patient's ipg became unable to communicate with external devices.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.